Event description:
It was reported that due to the low atrial sensing, the left ventricular (lv) lead was not adequately pacing. The lv lead was programmed off. The patient was a participant in the (B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.